Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h10. Review of complaint history identified additional similar complaints for the reported items and part and lot combinations. The complaint is that the customer is experiencing pain. This patient has had a history of revisions that have been captured in previously closed complaint files. This complaint was open to capture the report of pain since the last revision. The product was not returned and patient has refused revision. Due to the aforementioned reasons and the fact that the complaint of pain is a relative disposition, the complaint is non-verifiable. The most likely underlying cause cannot be determined as the product was not returned and the complaint is non-verifiable. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). 50mm lft narrow mand cat# 01-6551 lot# 472550a. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00536.

Event description:
It was reported that the patient underwent a revision procedure approximately 2.5 years post implantation of a temporomandibular joint prosthesis due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.